Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast implantation procedure with an unspecified mentor gel breast implant and experienced rupture (side unknown) post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
On feb 25 2022, the mentor failure analysis lab received the device for evaluation. The device (lot 6003545) was found to be manufactured by mentor medical systems b.v. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. As a result, no further investigation will take place or reports submitted. Manufacturer¿s reference number: (B)(4).